Manufacturer narrative:
The device was received for evaluation. During functional testing the pump was found to power on with no issues. A review of the event history log identified multiple "improper shutdown" messages which verifies the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not stay powered on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.